Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet display intermittently showed only half of the screen when switching screens, making the display difficult to read and prompting arrangement for a replacement; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an ambient light¿related display visibility problem consistent with a display difficult to read involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.